Event description:
It was reported that the xenon light source had no image. The issue occured during the preparation for use for the diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's complaint was not confirmed. Based on the results of the investigation, the root cause was unable to be determined since the malfunction was unable to be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during the middle of a diagnostic esophagogastroduodenoscopy procedure, which was not completed at the time. The procedure was completed at a later time.